Event description:
Treatment of an avm with onyx. It was reported after approximately 45 minutes of onyx injection, the distal tip of the catheter became entrapped in the onyx cast during removal. Multiple retrieval attempts were made and the catheter's tip was released from the onyx cast. Once the tip of the catheter was released, the physician pulled the catheter out of the guide catheter and noticed the distal tip was inside the guide catheter and basilar artery. A snare (gooseneck) was inserted into the sheath in an attempt to retrieve the catheter's tip without success. The physician then placed a hyperglide balloon into the guide catheter and advanced it parallel with the distal tip of the marathon catheter. The balloon was inflated to press the broken tip against the wall of the guide catheter, and all 3 devices were removed successfully. No patient injury reported. Same event as MDR# 2029214-2010-00045.

Manufacturer narrative:
The catheter was returned in two segments. Evaluation confirmed that the catheter was broken due to excessive tensile forces applied during use. Catheter separation. (B) (4).